Event description:
Home pt (hp) reports leak in cassette of homechoice set during use for apd therapy. Pt was alerted to leak by alarm on homechoice device. Pt discontinued treatment at time leak was noted. Per hp's wife, no medical intervention was required and no pt injury resulted.